Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors patient conditions caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Correction to h6; impact code. Update to b5. The investigation is ongoing.

Event description:
Additional medical records were received from the patients 6-month echo which indicated an increase in ao gradient suspicious on CT scan of having late valve thrombosis. The physician started the patient on medication and will be reevaluated in 6 months.

Event description:
Per medical record review, the patient was admitted to an outside hospital with congestive heart failure (chf) exacerbation, was febrile, in afib rapid ventricular response (rvr), tachypnea and put on bi-level positive airway pressure (bipap). The patient was diuresed and given empiric ab therapy. The implanter recommended a swan ganz catheter to monitor volume status and commented that the patient "she has likely a septic component." An echo was to be repeated to rule out endocarditis. The patient received continued treatment for chf/fluid overload with significant bilateral interstitial/alveolar edema. The labs notable for leukocytosis. The patient was in the ICU and worked up for possible surgical valve replacement due to severe restenosis of her tavr valve. A cardiac CT and echo were performed and found that worsening gradients over the past few months, accompanied with shortness of breath (sob) and fluid overload. The CT revealed an aortic valve area (ava) of 0.9 cm2. The echo revealed a left ventricle ejection fraction (lvef) of 60-65%, average mean gradient (avmg) of 30mmhg, and an ava of 0.5 cm2. The patient's leukocytosis were presumed signs and symptom of pneumonia (pna). There was a consultation for further evaluation of leukocytosis. The patient has progressively worsening kidney function. The patient continued to clinically decompensate with worsening renal function and oliguria. The patient was in the ICU in tenuous condition. The plan was to obtain another transesophageal echocardiogram (tee); however, the patient was too unstable. A code blue ensued and advanced cardiac life support (acls) maneuvers initiated; however, unsuccessful at return of spontaneous circulation (rosc). The patient's family was at the bedside when the patient expired.

Manufacturer narrative:
Correction to h6; impact code and clinical code. Update to b5 and b7.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
As reported by partner 3 clinical trial, using a 23mm sapien 3 valve, the 6-year follow-up progress notes with recent transesophageal echocardiography (tte) suggest worsening severe stenosis with a mean gradient of 40 mmhg and valve area of 0.6 cm2. Per notes, the patient has mild-moderate dyspnea with exertion. Per medical record review, as part of this visit, the patient had a tte which appears to indicate, there is severe bioprosthetic aortic valve stenosis with an ava of 0.6cm2, and also at least mild prosthetic aortic regurgitation, which is not well characterized. It is indeterminate from the tte if it is paravalvular or intravalvular regurgitation. The patient's cardiologist thinks there is an overestimation of the severity and thinks it could be a result of the patient's orthopedic limitations, which could be masking the more prominent symptom. To help confirm the diagnosis, the patient is scheduled for a tee and cta of the chest prior to the next appointment, which was set for 1 month after the latest follow-up visit. The latest tte shows that the condition of the patient's bioprosthetic aortic valve has deteriorated from the tte done at the 5-year visit. Which had shown increased gradients with indeterminate cause, whereas the valve now appears to have severe stenosis and mild aortic insufficiency, which in combination with the age of the valve, is indicative of svd - degeneration/deterioration. It is likely there will need to be an intervention to address this issue. However, this will not be determined, until the patient meets and discusses this with their cardiologist after having the results from the completed tee and cta.